Event description:
The user facility reported that the device appeared to have fine particles of sediment present. Prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device appeared to have fine particles of sediment present. Prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.